Event description:
A malfunction alarm labeled "malf 12" was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction was reported. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer understood.